Event description:
Koru medical became aware of a report stating "during testing, the syringe shoots out of the compartment, spring damaged." No adverse events occurred. This event occurred during maintenance testing by mckesson. There was no patient involvement. The pump referenced in this report was received by koru medical systems on 24-mar-2026. Evaluation of the returned pump identified damage to the pump housing. A replacement pump was provided to the customer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.